Manufacturer narrative:
(B)(4). Date of event: unknown. Medical device batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, inner rubber parts of the device were damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc (B)(4). Batch # r95773. Device analysis: the analysis results found that the 2h12lp device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was functionally tested to detect any seal and leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements and no damaged was found on the seals. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r95773 number, and no non-conformances were identified.